Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a cardioversion to treat an atrial fibrillation episode. When the patient's implantable cardioverter defibrillator was being prepared for the treatment, patient reported an inappropriate shock . No records were found on the device for the event during the interrogation. However, a remote transmission record was found correlating to the event. The shock was thought to be caused by incorrect interpretation of the atrial fibrillation episode. No programming changes were made. Patient condition after the event was not reported.